Event description:
The customer reported that the insulin pump was exposed to moisture. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was stuck in full screen after starting counting the numbers as a result of moisture damage on the electronic assembly. Also, moisture damage was found on the keypad traces.